Event description:
Pt reported the buttons on the infusion device do not function properly. Infusion device displayed e8 power interrupt error after the battery was changed, and pt was unable to clear the error message by pressing the buttons. Pt reinserted the battery, and the infusion device returned to the stop screen without providing another alarm. The buttons remain unresponsive. Infusion device was replaced and requested for eval. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the untied states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.